Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. A review of the provided imagery revealed there was a pre-existing stent in the right coronary artery (rca). There was also calcification present in the landing zone. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the balloon leak was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU/training materials revealed no deficiencies. Per the event description, "the commander delivery system balloon "ruptured". It was believed that the distal tip of the delivery system balloon had interacted with a stent that was sticking out of the right coronary artery (rca) and it created a small hole in the balloon during the inflation process". The provided imagery revealed there was a pre-existing stent in the rca and calcification in the landing zone. During manufacturing, the balloons are 100% visually inspected at several different steps and the devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Based on the event description and provided imagery, it is possible that the balloon interacted with the pre-existing stent and punctured the balloon, resulting in the observed small hole in the balloon during inflation. Furthermore, calcification in the landing zone can create sharp nodules which can puncture and compromise the structure of the balloon wall during inflation. As such, the available information suggests that patient factors (pre-existing stent and calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the commander delivery system balloon "ruptured". It was believed that the distal tip of the delivery system balloon had interacted with a stent that was sticking out of the right coronary artery (rca), and it created a small hole in the balloon during the inflation process. The valve was deployed at nominal with an additional 1 cc of volume. On the transesophageal echocardiography (tee) and angiography, the valve appeared to be fully expanded. There were no adverse events and no complications. Additional information was received revealing the patient had a pre-existing rca stent that appeared to be sticking out of the ostium of the rca on computed tomography (CT). Other than the small hole observed in the balloon, the balloon was intact. The patient was noted to have mild calcium in the landing zone. It was noted that the balloon appeared to inflate fully as the valve appeared to be fully expanded. It was noted by the operator that upon inflation, it felt easy to inflate the balloon/valve. No post-dilation was performed as the valve appeared to be functioning normally on tee.